Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect gas delivery engine (gde) component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect gde for evaluation.

Event description:
The customer reported during servicing on this avea ventilator. The delivered fraction of inspired oxygen (fio2) was out of specification, which was not resolved with calibration of the internal blender assembly. The customer reported no patient involvement with this event.